Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Lab draw was done within 5 mins of inratio testing. Testing from (B)(6) 2010 was completed while on the phone with technical services. Two different finger sticks and inratio meters were used to complete testing.